Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. See manufacturer's report numbers 1627487-2010-00322, 1627487-2010-00331 and 1627487-2010-00332 for devices 1, 2 and 3 respectively. On (B) (6) 2010, the patient was implanted with an scs system. It was reported that the patient's leads subsequently migrated. On (B) (6) 2010, the patient's leads were replaced. The sales representative reported that four days after the revision, the patient developed severe bronchitis that lasted for several weeks. The patient experienced severe coughing and vomiting, which caused the leads to migrate. On (B) (6) 2010, the doctor replaced the patient's leads. After the operation, the sales representative was no longer able to communicate with the ipg. The sales representative tried other programmers and chargers, to no avail. On (B) (6) 2010, the patient's ipg was explanted and replaced.